Event description:
It was reported that intra-operatively, the physician attempted to implant a lead but experienced placement difficulty. It was further noted the lead exhibited a failure of the screw mechanism. The physician elected to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.